Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. After 10,000 units of sodium heparin were administered, a guide catheter along with a 0.014 choice guidewire were advanced to the distal segment of the artery. This 16 x 3.50 rebel stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the delivery system was broken. Another manufacturers stent was implanted. An angiographic series was performed which showed adequate dilatation of the prosthesis , with timi 3 distal flow, the procedure was successfully completed. After the procedure, the introducer was removed and a compressive bandage was applied over the puncture site. No patient complications nor injuries were reported.

Manufacturer narrative:
Initial reporter city-(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. After 10,000 units of sodium heparin were administered, a guide catheter along with a 0.014 choice guidewire were advanced to the distal segment of the artery. This 16 x 3.50 rebel stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the delivery system was broken. Another manufacturers stent was implanted. An angiographic series was performed which showed adequate dilatation of the prosthesis , with timi 3 distal flow, the procedure was successfully completed. After the procedure, the introducer was removed and a compressive bandage was applied over the puncture site. No patient complications nor injuries were reported.

Manufacturer narrative:
E1: initial reporter city- (B)(6). Device evaluated by manufacturer: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. At 24.9cm from the strain relief there was a hypotube separation. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous hypotube kinks to the device. The balloon protector and shipping wire were in place and removable without issue. However, the balloon protector was stretched over the curled tip of the wire and had no affect to the balloon catheter. The balloon was tightly folded, and the stent was found to be intact and in place. Product analysis confirmed the reported separation, as there was a hypotube separation. There were also numerous hypotube kinks to the device. The damage could contribute to the reported difficulties crossing the lesion. The reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated. The damaged balloon protector indicates a user and handling difficulty.